Manufacturer narrative:
(B)(4). The 'date received by MFR' on the initial MDR was incorrect. The initial MDR was submitted with the incorrect 'date received by MFR' of november 30, 2020, when the correct date was jun 17 june 2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that the customer passed away. The insulin pump was in auto mode. The customer's healthcare professional suggested that the customer may not have reacted to the insulin pump over delivering insulin as the pump came out of auto mode and did not suspend before low. The insulin pump was not available for further information.